Manufacturer narrative:
Correction made to g4: PMA/510k #: k041738 (previously submitted as na) additional information was added to h3, h4, h6 and h10. H10: the actual sample was received for evaluation. Visual inspection revealed fluid inside the bag that contained the sample which suggested a leak may have occurred. The cause of the fluid inside the bag was due to the broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the leak was due to the broken tubing, however the cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked from an unknown location. The device was filled with ceftriaxone 4000mg in sodium chloride 0.9%. The issue was identified at the hospital before use. There was no patient involvement. No additional information is available.